Manufacturer narrative:
This report is being submitted late because it was previously not identified that the patient had used medication to assist in the healing of their cold sore.

Event description:
The customer reported with spots and cold sore around mouth. The customer used an over-the-counter cream for the cold sore.